Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, correction needed.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, the patient experienced inaccurate cgm readings that caused diabetic ketoacidosis (dka). The patient was tired and couldn't move like he was paralyzed; he tried walking but kept falling and couldn't hold his balance. He was taken to emergency room and was admitted to the intensive care unit (ICU) for 5 days. The patient couldn´t remember any other details about the event and was feeling fine at the time of the report. Additional inaccurate values were provided and the cgm reading was 55 mg/dl and the bg reading was 77 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0122 movement disorder.